Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their jaw has hurt ever since they started treatment. Their dentist advised them to stop treatment because it has caused issues in their jaw.